Manufacturer narrative:
Concomitant products: (1) visao bur guard w/irrigation (3334635); lot: 73579300; manufactured: june 6, 2011; 510k: k983224 (2) visao irrigation sleeve (3334610); lot: 0205390792; manufactured: september 2, 2011; 510k: k983224 (3) visao bur guard w/o irrigation (3334625); lot: 49062500; manufactured: february 29, 2012; 510k: k983224. (B)(4). In response to medtronic¿s request for device return, the devices were returned and evaluation is currently in progress but not yet complete. However, pre-repair temperature tests were performed (detailed as follows): pre-repair temperature tests found the following within a timeframe of 30 seconds: rear: 66.1 degrees c - middle: 60.9 degrees c - nose: 26.3 degrees c. This device is used for therapeutic purposes.

Event description:
It was reported that ¿heat¿ was experienced intraoperatively while using a visao handpiece drill and its attachments. The procedure was successfully completed using another device. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
The product analysis was provided on april 21, 2016. The product analysis indicates that the reported overheating issue was confirmed up on receiving in section. Worn bearings were found and replaced along with multiple other parts such as the nose spacer, o-ring, motor/cable assembly, nose, middle housing, wave washer, shaft spacer and bur lock cover. The handpiece was cleaned, tested, and passed to specifications. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.